Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of post timer/24v failure. Patient involvement is unknown.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred. There is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.